Manufacturer narrative:
This report was submitted in error as it is a duplicate. This event was previously reported in 0001032347-2021-00375.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet left tmj fossa component. Zimmer biomet right tmj fossa component. Zimmer biomet left tmj mandible component. Zimmer biomet right tmj mandible. G2: foreign - germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00106, 0001032347-2024-00107, and 0001032347-2024-00109.

Event description:
It was reported that the patient underwent bilateral tmj replacement surgery on an unknown date. Subsequently, the patient will undergo a revision surgery due to an unknown reason. Attempts have been made and no further information has been provided.